Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the right ventricular (rv) lead was successfully implanted, but during testing it appeared that the connector pin of the rv lead had detached. The lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: d10, h3, and h6. The reported event of the connector pin becoming detached was confirmed. As received, a complete lead with a stylet stuck was returned in one piece for analysis. The inner coil was revealed to be overtorqued and was bunched up at the connector region, which prevented the stylet from being removed. Visual examination revealed that the connector pin and connector cap were pulled out of the connector assembly due to excessive forces during the procedure. Evidence of a solvent bond between the connector cap and the connector assembly was observed. The cause of the reported event was isolated to excessive forces during procedure. A review of the device history record (DHR) confirmed that no issues were identified that related to this reported event.